Event description:
Boston scientific crm received information that a red alert was issued indicating this device reached end of life (eol). The device was explanted and replaced with another boston scientific ICD. The window from elective replacement indicator (eri) to eol was less than expected. This device is included in the shortened replacement window advisory, originally communicated april 5, 2007. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
A request has been made for the device to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.